Event description:
On 2022-apr-28, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt started seeing "settings not available" earlier today on group a. On this group, pt using electrodes 1,3,5,6,7 (prog #1) and 8,11 and 13 (prog #2) with 15.2ma, 14.4ma, 350us, 400us and rate of 40. Tablet also giving oor message during programming session today. Caller says impedances are normal on these programmed pairs for group a, so technical services (tss) reviewed high intensity likely cause of oor message. Tss reviewed that caller could reduce pw a bit to try to get more intensity output and also reviewed changing electrodes and working in pairs to maximize system output.  The rep reported high impedances were showing on electrodes 8, 11 and 13. No symptoms were reported. On 2022-apr-29, additional information was received from a mdt representative (rep). Rep tried lowering pw and making sure they have an equal number of electrodes. They were able to avoid the oor so for now the oor message is gone but the electrodes are still unusable. They were able to still achieve good therapy. Patients weight-asked but will not be made available.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.